Event description:
It was reported that the patient presented for an implant procedure. It was noted that the guidewire and stylet could not be advanced through the left ventricular (lv) lead. Insulation damage was suspected with the lv lead. The lv lead was not used and replaced during the procedure. There were no patient consequences.